Event description:
It was reported while using an unspecified bd intima catheter the plug fell off and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient used a closed venous indwelling needle for the enhanced CT examination of the whole abdomen. During the enhanced CT examination of the whole abdomen, the rubber plug of the closed venous indwelling needle fell off, causing a small amount of bleeding in the patient. The closed venous catheter was pulled out immediately. Indwell the needle and press to stop the bleeding. After comforting the patient, replace the closed venous indwelling needle.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.